Event description:
The pt experienced unspecified withdrawal symptoms after an alarm occurred on (B)(6) 2010. The pt did not recognize that it was the pump alarm and ended up spending two days in the hospital. The pump was refilled on (B)(6) 2010. The medication being delivered via the device system was morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).